Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a failed self test alarm. The blood glucose level is 181mg/dl. Customer states they are able to rewind. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump passed the self test with no alarm and communicated properly with the blood glucose meter. No radio frequency communication anomaly was noted. The insulin pump was monitored for several days and no blank display was noted. The insulin pump had normal operating currents and no damage was noted to the liquid crystal display isolation tape. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube and minor scratches on the display window.